Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving d ilaudid (hydromorphone), 25 mg/ml at 6.830 mg/day, via an implantable pump. It was reported that during pump replacement the catheter was removed from the intrathecal space and was rolled/curled in the spine pocket. An environmental factors that might have contributed to the issue was how the catheter was not in the intrathecal space for an undetermined time, "maybe years". During troubleshooting/pump replacement it was determined that the catheter was not in the intrathecal space. The physician determined that the patient was not receiving therapy and decided to explant both the catheter and pump. During the catheter removal, a portion of the catheter remained implanted. The physician stated that because the patient was not receiving therapy, he determined the explant with other therapies was the best plan. The physician stated the reason for pump replacement was normal end of service (eos). The patient¿s medical history and weight were asked but would not be made available. The issue was resolved and the patients status was alive; no injury at the time of the report.

Manufacturer narrative:
Product type: catheter, product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jun-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.